Event description:
In this case, löwenstein medical technology received the device listed here for repair due to a problem and initiated an investigation into the incident. Despite repeated reminders, the customer did not respond to the enquiries about the incident, with the result that no details are available about any harm or damage to patients, users or third parties.